Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection of the photographs provided was performed, but no damage was able to be detected through this inspection. The clinical/medical investigation revealed that the provided x-ray appears to show a right total hip arthroplasty; however, does not provide insight into a clinical root cause for the dislocation. Most likely the initial dislocation 14 months post first revision (treated with a closed reduction with anesthesia) contributed to the reported ¿damaged¿ lip of the anteverted liner, the recurrent dislocation, and the 2nd revision. However, a definitive clinical root cause for the initial and subsequent dislocations cannot be concluded. A component malperformance cannot be confirmed. The patient impact beyond the reported recurrent dislocation after a closed reduction under anesthesia with damage to the anteverted liner-lip and subsequent 2nd revision could not be determined based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the liner over the past 12 months and for the liner's batch number based on historical data of the device did not reveal similar events. For the femoral head, the complaint history review revealed a similar event over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a first revision thr surgery had been performed on (B)(6) 2023, the patient was admitted on (B)(6) 2025 for relocation of dislocated hip, it was treated by a closed reduction with anesthesia, now the patient experienced a second hip dislocation. This adverse event was solved by thr revision surgery on (B)(6) 2025, in which one (1) r3 ante xlpe lnr 36mm x 50mm +4 and one (1) cocr 12/14 fem head 36mm +4 were revised. The lip of the anteverted liner appeared damaged, from the dislocation/relocation of the femoral head. Patient's current health status is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.